Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/12/2014 with the following findings: the keypad was found to be peeling. All of the keypad buttons were intermittently unresponsive during testing. The keypad cover was removed and contamination was found under all of the button contacts. The down arrow and ok button contacts were found to be damaged and did not spring back after button presses. Evaluation also revealed that the display screen was dim, fading and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that all of the keypad buttons were intermittently unresponsive. There was contamination found under all of the keypad buttons and the down arrow and ok button contact did not spring back when pressed. Evaluation also revealed the display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/12/2014.